Manufacturer narrative:
As reported, about 1 year post-implant of bard/davol ventralight st mesh using echo ps, the patient experienced epigastric pain. As reported, the ae is resolving. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and to the procedure, however, based on the information provided, no conclusion can be made. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2017: subject patient underwent primary robotic assisted midline umbilical hernia (4x9 cm) repair, during which a bard/davol ventralight st using echo ps was implanted and sutured using non-bard/davol sutures. Full skin closure was achieved with sutures and adhesive skin closure. On (B)(6) 2018: subject patient presented with epigastric pain. Hernia was not identified. CT scan showed remnant fat in old hernia, diastases of upper abdominal muscles and two cysts on left near adnexa. Patient asked to follow-up with gynecology. Per the study clinician, the reported adverse event has been assessed as mild, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as recovering/resolving.